Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image failure was caused by a folded pin of the video-adapter. However, the definitive root cause of the folded pin could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported that the image was not displayed, but text information was available on the visera elite video system center. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. The reported problem of no image was confirmed. The investigation is ongoing. A supplemental report will be issued upon completion of the investigation.